Event description:
Nsk america was made aware of an adverse event that occurred in may of last year (2025) while investigating another adverse event involving the same handpiece. (Ref. 1422375-2026-00014). The doctor reported that the bur that they were using bent suddenly and struck the patient's tooth causing it to fracture. The patient has received restorative treatment for the damaged tooth without needing additional treatment because of the incident. This incident was never reported to nsk america and the doctor continued to use the device after the event. No patient information has been provided at the time of this report, and a follow-up report will be made if this information becomes available